Event description:
It was reported that device contamination occurred. A rotawire was selected for use. Prior to procedure, it was reported that wire has precipitation out of box. There were no patient complications.